Event description:
It was reported that a user found their insulin cartridge empty soon after filling and experienced elevated blood glucose while using the ilet, after which the pt completed a full supply change with guidance. Symptoms included transient hyperglycemia with a reported peak of 205 mg/dl and no reported systemic effects such as ketosis or loss of consciousness. Outcomes included no alerts for prolonged hyperglycemia, no use of backup therapy, no ketone testing, and no medical intervention or hospitalization, with blood glucose later decreasing to 139 mg/dl. Investigation included user troubleshooting and education conducted remotely. Investigation of this case revealed an unclear cause for hyperglycemia, with no reported alarms and no confirmed device or component malfunction identified during the call. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.